Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 29 mm epic valve was implanted. On (B)(6) 2016, the patient presented to the emergency room with a loud audible systolic murmur (6/6). An ultrasound performed on (B)(6) 2016 found thickened leaflets and one leaflet flailing (torn) completely resulting in severe mitral valve insufficiency. On (B)(6) 2016, a valve-in-valve procedure was performed with a 29 mm sapiens 3 valve. The patient has been discharged.